Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they had trouble charging their implanted neurostimulator(ins) for the last 1-2 months or so. Pt said they would charge their ins and the "light would turn yellow" and the "battery goes dead." Pt said the ins would charge for a short period of time and then would stop charging when the yellow light flashed on the controller. Pt also said the recharger antenna (rtm) got really hot when they were recharging their ins. During the call, the pt attempted to initiate a recharging session, but got "poor" recharge quality. Pt moved the rtm cord over the relay box and entered passive recharge mode. Pt got 85, 95, 97. Pt manipulated cord and got 84, 95, 97. Pt then placed the rtm cord directly over ins and got 84, 94, 97. Pt reinitiated a recharging session and got excellent recharge quality. Controller charge was 100% and ins charge was 30%. After a few minutes of charging the light on the controller turned orange and the pt got "poor" recharge quality. Patient services specialist(pss) showed the pt how to change the recharging speed on the controller. No symptoms were reported. Additional information was received fromthe pt. Pt stated that they received the rtm replacement but are still having the same issues when trying to recharge the ins. Additional information was received, it was reported they had trouble with their stimulator so they were sent a new controller a couple days ago. When pt would go to charge their ins it would charge and when they went to go unlock the controller during a charging session it would not unlock for the, pt noted it took them two hours for it to unlock and last night it would not unlock. Pt noted the rtm and ac power supply is hard to get into controller for pt had to force both cords into the controller. During call pt verified they were using the new rtm and new controller. Pt verified no damage to the rtm or to the controller charging port. Pt reset the controller and atte mpted to recharge their ins. The pt was able to recharge their ins. Pt locked their controller and when they tried to unlock the screen it got stuck on the lock screen for the screen was unresponsive. Pt then removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt noted plugging the ac power supply into the controller was much easier than plugging the rtm into the controller. Pt said they had nothing but problems with the "last 2." Pt said now, they were attempting to unlock the controller and the controller "would not unlock." Pt was pressing and holding the padlock on the welcome screen, but the controller was not unlocking. During the call, the pt reset the controller, but controller still would not unlock. Pt pressed and held the padlock on the screen, but the controller would not unlock. Additional information was received from the patient (pt). It was reported that pt called and said they got the replacement recharger and controller, but still noticed the li battery pack depleted quicker than expected when charging the ins. Pt was escalated because they felt the manufacturer was sending them products they did not need and pt said "the battery pack is the issue." No symptoms were reported. Additional information was received from a patient (pt). The pt called back reported they are seeing screen (79) battery low and needed assistance knowing what that means. Caller stated they would like to charge implant today if possible. Caller stated they dont know if the controller is taking a change even though it is currently plugged in. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green flashing light above screen; caller confirmed seeing ins battery low (66) message; confirmed controller is red/low and implant is red/low . Agent reviewed with caller they need to charge controller and then they can charge the implant.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) serial number (B)(6) was unable to verify complaint (found no issues with rtm charging the ins). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.